Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that optilene 6/0 reportedly broke multiple times during knotting. No additional information has been provided.